Event description:
The customer reported the device failed the defib segment of the user initiated operational check. This is indicative of a condition that could impact the delivery of therapy.

Manufacturer narrative:
(B)(4): the customer reported the device failed the defib segment of the user initiated operational check. This is indicative of a condition that could impact the delivery of therapy. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.